Event description:
Vns therapy may be exacerbating patient's pre-existing sleep apnea. It was reported that patient has developed a sound of stridor in upper airway during the day. The patient used to make this sound only at night. Further follow-up revealed that the patient seems to be doing better since a reduction in programmed parameters and addition of keppra to drug regimen.